Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered several inappropriate shocks while the patient was running. The local area field representative noted they observed t wave oversensing because of a widening of the qrs. An exercise test was performed and widening of the qrs was once again observed. A reference s-ECG was recorded at that precise point and was sent to technical services (ts) for review. Besides the inappropriate shocks, no other adverse patient effects were reported. This s-ICD system remains in service.